Event description:
Ventilator ceased operation and displayed "vent fail #0, 1, 2." Power to the ventilator was cycled on-off with no corrections to failure status. Replaced anesthesia machine with spare unit.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer software performance tests conducted, electrical tests performed, mechanical tests performed. Results of evaluation: invalid data. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, device temporarily removed from service, other. The device was not destroyed/disposed of.